Event description:
A 24g smith medical jelco was used to start IV. Catheter bent during insertion, attempts to withdrawal catheter were met with resistance. When the catheter was removed, it appeared to be shredded and not intact. Patient required I & d (incision and drainage) to have the tip removed.